Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy site closure during a procedure performed on (B)(6) 2024, at the colon. During the procedure, once the clip went out of the scope it appeared to be bent. Once the device was removed from the scope the tech noticed that the catheter was bent at the connection of the catheter and the bushing. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of clip braid wire-break.